Event description:
The customer alleges back to back results of 506 and 160 mg/dl. No report of an adverse event. L1 control was out of range high, and l2 control was within range. Return requested and replacement was sent.